Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had unexpected battery power loss. Customer's blood glucose level was unknown at the time of incident. Customer was advised to replace the pump. Customer will return insulin pump for analysis.

Manufacturer narrative:
Pump trace download analysis confirmed the pump alarmed pump error 25 and low battery alarm. The power management tool confirmed pump error 25 and low battery alarm was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly.